Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 32 colony forming units (cfus) of enterococcus casseliflavus and cellusosimicrobium cellulans as well as 108 staphylococcus capitis and cellusosimicrobium cellulans. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, h3, h4, h6, h11. Corrected fields: d9. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2026, sampling from: air/water channel, cfu: 1cfu, bacterial identification: staphylococcus warneri. Sampling date: (B)(6) 2026, sampling from: auxilliary channel, cfu: 1cfu, bacterial identification: bacillus species. Sampling date: (B)(6) 2026, sampling from: instrument channel, cfu: 19cfu, bacterial identification: staphylococcus pasteuri. Sampling date: (B)(6) 2026, sampling from: suction channel, cfu: >80cfu, bacterial identification: staphylococcus capitis, staphylococcus pasteuri. Sampling date: (B)(6) 2026, sampling from: auxilliary channel, cfu: 1cfu, bacterial identification: micrococci. Sampling date: (B)(6) 2026, sampling from: instrument channel, cfu: 2cfu, bacterial identification: peribacillus sp. Sampling date: (B)(6) 2026, sampling from: suction channel, cfu: 5cfu, bacterial identification: psychrobacillus sp. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Additionally, based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor field performance for this device.